Manufacturer narrative:
The reported event of the guidewire being unable to be completely inserted into the lead was not confirmed. As received, a complete lead was returned in one piece for analysis. A visual and x-ray inspection found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The left ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.